Event description:
It was reported that during a lumbar fusion at l5-s1, while the imas pedicle scope was inside the pt being torqued, the handle of the scope broke where the handle/scope interfaced. Nothing was left in the pt and the pt was unharmed. The procedure was completed without additional time added.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding... The sample was received in two pieces. Visual inspection noted a fracture on the handling ring directly at the site where the handling ring mates with the handle. The device history records were reviewed and do not show any manufacturing nonconformances.